Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise episodes. The physician suspected that the lead was broken. The physician elected to cap and replace the lead. Upon opening the pocket, the lead did not exhibit any fractured. The patient was in stable condition post surgery.